Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer1185 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported when preparing the catheter for insertion, lubrication was performed with sf0.9% according to the manufacturer's instructions. When testing it and after infusion, it was observed that the catheter was punctured/broken. Catheter was not used in the patient.

Event description:
It was reported when preparing the catheter for insertion, lubrication was performed with sf0.9% according to the manufacturer's instructions. When testing it and after infusion, it was observed that the catheter was punctured/broken. Catheter was not used in the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed. One 2 fr perqcath catheter was returned for evaluation. The inlaid stylet flushing assembly was also provided. The catheter was flushed with water and a leak was found to emanate 19 cm from the proximal end. Microscopic observation of the leak location revealed a longitudinal split. The split edges appeared to have a granular texture. An attempt to removal the stylet from the catheter revealed resistance and bunching of the catheter. The outer diameter of the stylet was measured and was found to be within manufacturing specification. The catheter was cut longitudinally in order to inspect the inner surface. The inner split edges were found to contain additional damage compared to the outer surface. Based on the characteristics of the split and resistance experience during attempted removal of the stylet, the damage was likely caused by retraction of the stylet against resistance. Sharp angles or bending of the stylet may contribute to additional resistance during retraction of the stylet. Since a split was found to be present in the returned sample, the complaint is confirmed. H3 other text : evaluation findings are in section h.11.